Event description:
It is reported that the patient has a button error alarm on their insulin pump. Patient's blood glucose level is 119mg/dl. Trouble shooting is conducted and found nothing. Patient is advised to cease use of pump and resort to back up. Device will be returned. Replacement was sent to customer. No further information available.

Manufacturer narrative:
The insulin pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test or test the low reservoir alarm due to no button response. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.